Event description:
The ventilator was operating on internal battery for about 20 minutes before "low battery alarm" was activated. The ventilator shut down in less than 60 seconds after the alarm. The hosp staff checked charging status of internal battery prior to use, and it showed that it is full charged status. Please note that there was neither death nor severe injury involved in the incident.